Event description:
Information was received from a consumer regarding a patient receiving hydromorphone 5.0mg/ml at 2.26mg/day and bupivacaine 3.7mg/ml at 1.6285mg/day via an implantable pump. The indications for use were malignant pain and pelvis/pelvic. It was reported that the patient's physician went out of state as they were told the patient would have medication in the pump until the physician came back but the pump ran out of medication 3 days prior to their refill. The patient experienced withdrawal. The empty reservoir occurred (B)(6) 2016. The reporter also had questions regarding the next refill date. The session data report stated that the next was (B)(6). The patient could get 24 activations a day but had not been using all of their boluses. Per the reporter the date on the ptm still said (B)(6) today and the patient's next refill date was scheduled for (B)(6) 2016. It was recommended going off of the ptm for the patient's next refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.